Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed out. The patient's family stated the physician's office suggested they contact boston scientific to obtain the lower rate limit. The device was later electively explanted and upgraded to a bi-ventricular cardiac resynchronization therapy defibrillator (crt-d). The device was returned for analysis.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed that we do not keep record of the programmed parameters of the device and recommended they contact the patient's physician. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.